Event description:
The manufacturer received information alleging frequent occurrences of ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the reported issue could not be confirmed but occurrence history of err_drift_prox_pressure_too_high was observed in downloaded log. This error means the proximal pressure sensor has drifted so much that the device cannot adjust for it. Although there were no problems found with the device, the sensor board was replaced to address the issue.